Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection of the drill bit revealed the device is fractured, bent, and sticking out of one side of the double-ended drill guide. The other half of the fractured piece was not returned. The functional evaluation revealed that the drill bit has failed to separate from the double-ended drill guide, preventing the device from performing as intended. For the drill bit, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. For the double-ended drill guide, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. The drill bit is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The double ended drill guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a internal fixation surgery, a part from one unknown drill bit was stuck inside one (1) 1.5/2.0mm double-ended drill guide. The procedure was performed, without any delay, using s+n back-up devices. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).